Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected. The cause of the reported condition was determined to be a depleted battery. The battery was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.